Event description:
It was reported that a spectrum infusion pump had close door messages. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the close door messages. The evaluation found the door difficult to close due to a fluid residue causing the door to stick, which is a known contributor to the reported symptom. The fluid residue was removed and the door operated as expected.